Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6.2 failed to open. The user tried drawer recovery, but the cubie pocket was unrecoverable and tried to release it and reinsert but it still failed to open. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that cubie pocket was not opened. A technical support specialist assisted the customer in accessing the storage space configuration to release the cubie pocket again, and it was successful, then advised customer to return the cubie pocket to the pharmacy and replace it with a new one. The system functioned as intended after the technical support specialist assisted the customer to troubleshot the device.